Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be performed as the serial number is unknown. Attempts to retrieve additional information were unsuccessful. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case it was reported the valve did not malfunction. The cause of the event cannot conclusively be determined; however, patient factors and progression of the patient's underlying valvular disease pathology likely led to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a patient with a 27mm mitral pericardial valve implanted in the mitral position underwent valve-in-valve procedure after an implant duration of approximately 11 years due to degeneration leading to leaflets thickened and flailed, stenosis and moderate-to-severe regurgitation. A 29mm transcatheter valve was implanted within the surgical edwards valve. The patient was noted as to be stable after the procedure.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported the surgical valve did not prematurely fail.

Manufacturer narrative:
The device did not prematurely fail. Patient factors and progression of underlying valvular disease most likely led to the event.